Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Expiration date - unknown. Date implanted - unknown. PMA/510(k) number. Manufacture date ¿ unknown. This report is number 1 of 2 mdrs filed for the same patient (reference 1825034-2014-01460 & 01461).

Event description:
It was reported patient underwent a left total hip arthroplasty on an unknown date with unknown product. Subsequently, review of invoice history suggests patient underwent a revision procedure on (B)(6) 2011 due to infection. All components were removed and replaced with cement spacer molds. Patient was reimplanted on (B)(6) 2011. Patient was implanted with cables on (B)(6) 2011. Another procedure occurred on (B)(6) 2015 due to a femoral fracture. A femoral plate was implanted.

Event description:
It was reported patient underwent a left total hip arthroplasty on an unknown date with unknown product. Subsequently, review of invoice history suggests patient underwent a revision procedure on (B)(6) 2011 due to infection. All components were removed and replaced with cement spacer molds. Patient was reimplanted on (B)(6) 2011. Patient was implanted with cables on (B)(6) 2011. A revision procedure has been indicated due to a femoral fracture; however, no revision procedure has been reported to date.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.